Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge jumped from 25% to 45% while disconnected from a power source. In addition, the customer reported the battery was observed to be depleting quickly. Review of the customer's most recent charge during troubleshooting with tandem technical support showed the pump was depleting as expected. However, the customer maintained the battery was depleting quickly. There was no reported impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.